Event description:
It was reported that after approximately one day of intra-aortic balloon (iab) therapy, the console generated a rapid gas loss alarm. The tubing was inspected and no blood was seen. The console was restarted. After approximately five hours, the console generated a blood detected alarm and blood was then seen in the tubing. The iab was removed and it was noticed that the lumen was broken. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the interior and exterior of the catheter and between the catheter and the sheath. The pressure tubing was also returned. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 24.6cm from iab tip. Additionally four kinks were found on the catheter tubing approximately 56.6cm, 75.4cm, 76.2cm & 77cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed causing reported problems. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).